Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level, specific value not provided. Low bg cause was not known. Customer reported going to the hospital to address the low bg. Customer declined troubleshooting. No additional information was able to be obtained.